Event description:
This report summarize one (1) malfunction event. A review of the events involved of the device(s) having a connection issue. No patient adverse event was reported. No information regarding patient demographics were provided.

Event description:
This report summarize one (1) malfunction event. A review of the events involved of the device(s) having a connection issue. No patient adverse event was reported. No information regarding patient demographics were provided.